Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the reported complaint of syringe volume discrepancy was not confirmed through not enough information. However, the root cause of the reported complaint was attributed to a user error. During a site visit, the bd clinical consultant confirmed the prefilled syringes were not on the current compatibility list. No devices were returned for inspection no laboratory testing was able to be performed on the reported devices as they were not returned for investigation. No device logs were provided for analysis. Alaris system manual (v12.3.2) states the next warnings and cautions: - do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems, which is of particular importance for neonatal populations, including low, very low, and extremely low birthweight neonates. Bd syringe pump compatibility brochure states the next warnings and cautions: - according to the FDA, non-pump manufacturer validated syringes can cause improper pump operation, resulting in inaccurate fluid delivery, insufficient occlusion sensing and other potential problems. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported use of incompatible prefilled syringes was attributed to a user error. During a site visit, the bd clinical consultant confirmed the prefilled syringes were not on the current compatibility list. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced difficulty when loading an incompatible syringe into the syringe pump. The customer indicated "morphine pca comes as a "pump-ject" type of syringe from amphastar pharmaceuticals (ndc = 76329-1912-1). Determined with our local nursing education team that the rns are likely not familiar with how to utilize this product" the customer confirmed there were "no patient issues." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced difficulty when loading an incompatible syringe into the syringe pump. The customer indicated "morphine pca comes as a "pump-ject" type of syringe from amphastar pharmaceuticals (ndc = (B)(4)). Determined with our local nursing education team that the rns are likely not familiar with how to utilize this product" the customer confirmed there were "no patient issues." There was patient involvement but no harm.